Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4 - PMA/510(k)#: pre-amendment. H3 - device evaluated by mfg: device was returned and remains under investigation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, prior to an unspecified procedure, one pigtail end of the stent included in the 'filiform double pigtail ureteral stent' was found to be broken. The issue was discovered by the physician during the pre-operative examination upon opening the packaging. The procedure was completed successfully using another new stent. The device did not make patient contact. The patient did not require any additional procedures or experience any adverse effects due to this event.